Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional information can be found in the following fields: d9, g3, g6, h2, h3, h6, and h10. D02 - intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed/replicated the customer reported complaint. Failure analysis found the primary finding of conductor wire broken to be related to the customer reported complaint. The instrument was found to have a broken conductor wire at the yaw pulley exit. The wire was detached from its connection at the grip. The yaw pulley showed no signs of arcing. Due to the broken conductor wire, the electrical continuity test was not performed. The root cause of this failure is attributed to a component failure.

Manufacturer narrative:
An RMA has been issued to the customer requesting to have the instrument returned; however, isi has not yet received the fenestrated bipolar forceps instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if additional information is obtained. A review of the device logs for the fenestrated bipolar forceps (part# 471205-17 / lot/serial# (B)(4)) associated with this event has been performed. Per this review of the logs, the fenestrated bipolar forceps was last used on (B)(6) 2021 via system serial# (B)(4). There were 7 uses remaining after this last usage. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No photo or video was provided by the site for review. This complaint is being reported because a bipolar instrument with damaged conductor wire insulation could lead to inadvertent energy transmission to tissue other than intended via the exposed conductor wire. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the fenestrated bipolar forceps (fbf) instrument was noted to have a torn power cable. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) performed follow-ups with the reporter and obtained the following additional information: the cable with the reported issue was black and was found to be hanging out at the bottom of the distal nd of the instrument. The cable was reported to be "ragged." The reporter was unable to tell if there was thermal damage, loss of cautery, and if a backup instrument was used to complete the procedure. No further details could be provided.